Event description:
The customer observed a potentially false depressed architect total ¿-hcg result for a 34-year-old female patient who was undergoing a microsurgery of the heart on (B)(6) 2026. On (B)(6) 2026, sid (B)(4) was tested and generated a result of <1.2 iu/l (negative). The patient was tested again with a new sample on(B)(6) 2026 and generated a result of 37930 iu/l (positive). No additional testing was performed. The customer further stated that patient¿s last menstrual period was (B)(6) 2026 and that the total ¿-hcg on (B)(6) 2026 may have not been detectable. No further information or details were provided. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Manufacturer narrative:
The reagent list number and lot number size code was updated on 22apr2026. Updated field d4-catalog # from 07k78-25 to 07k78-74 and lot# from 80539ud00 to 80539ud01 and field d4-primary UDI number from (B)(4).

Event description:
The customer observed a potentially false depressed architect total -hcg result for a 34-year-old female patient who was undergoing a microsurgery of the heart on (B)(6) 2026. On (B)(6) 2026, sid (B)(6) was tested and generated a result of <1.2 iu/l (negative). The patient was tested again with a new sample on (B)(6) 2026 and generated a result of 37930 iu/l (positive). No additional testing was performed. The customer further stated that patient¿s last menstrual period was (B)(6) 2026 and that the total -hcg on (B)(6) 2026 may not have been detectable. No further information or details were provided. No additional impact to patient management was reported.